Event description:
The patient underwent generator replacement due to battery depletion. The explanted generator was received by the manufacturer and product analysis (pa) was completed. Pa identified contaminates on the trimmed edge of the printed circuit board (pcba), which provided resistive paths resulting in elevated supply current conditions. Therefore, the generator battery was determined to have depleted prematurely. The device history record was reviewed for the suspect generator. No unresolved nonconformances were found, and the device met all quality control measures prior to distribution. The trim test tab date confirmed that the generator was manufactured with the use of laser routing. Therefore, the root cause of the premature battery depletion is manufacturing error, as internal investigation identified that the laser routing process provided current leakage paths resulting in premature depletion. No additional relevant information has been received to date.